Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 370mg/dl and a correction bolus via the pump was delivered to address the bg level. A supply change was performed to address the occlusion alarms.